Event description:
It was reported that during a stabilisation surgery the anchors could not be tightened as the sutures were tangled. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the soft anchor sheath was not returned; only a portion of the blue/white suture from the suture assembly was received. No issues were found with the fibertak inserter assembly extended handle returned. Functional testing was not performed due to the damage to the suture returned. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause to the reported failure can be attributed to improper bone preparation, misaligned insertion, prying, or leveraging the device during insertion. Dfu-0054-eo rev 5-precautions -6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.